Manufacturer narrative:
Other relevant device(s) are: product: 9735602, s/n: (B)(4). Product analysis: product: 9735602; analysis: hardware damaged during shipping. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that a significant amount of damage taken by the fusion system for this account. He stated that the hospital staff was given permission by a sales rep that it was okay to transport a fusion from their site to another site. During this transport the hospital staff stated "it kind of tipped over" and damaged quite a bit of the fusion. Some of the damage includes a dislodged computer inside the body, a significant bent body/frame, the locking and unlocking casters required prying from the wheels so the wheels could at least spin, the cart does not drive straight anymore, and the keyboard drawer is not opening/closing smoothly due to the forced reshaping of the body. He did state that the system turns on and when he attempted to register the resin head, he was able to, but he noted that navigated probes are off quite significantly. The right side of the resin head has an approximate 10 mm lateral inaccuracy and the midline is off ap proximately 1-2 mm as well. There was no patient present at the time of the event.